Event description:
It was reported that the patient was experiencing pain and uncomfortable paresthesia when using the spinal cord stimulator (scs). Imaging of the lumbar and thoracic spine showed no significant issues, and it was believed that the pain may be related to scar tissue. The patient underwent an implantable pulse generator (ipg) explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing pain and uncomfortable paresthesia when using the spinal cord stimulator (scs). Imaging of the lumbar and thoracic spine showed no significant issues, and it was believed that the pain may be related to scar tissue. The patient underwent an implantable pulse generator (ipg) explant procedure.